Event description:
While attempting to defibrilalte a patient (age & gender unknown) the device displayed a "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.